Manufacturer narrative:
Correction (22-nov-2023): this report was filed under the incorrect FDA reporting number. A separate report was sent under MDR 2432235-2023-00308 to capture the same event but with the correct reporting number.

Manufacturer narrative:
An outside of united states (ous) customer reported an unapparent delay with troponin and human chorionic gonadotropin patient results with an atellica sample handler prime instrument. The customer contacted the siemens customer care center (ccc) and a siemens remote services was able to speak with the customer. Siemens is investigating the issue.

Event description:
A customer reported that an unapparent delay occurred with one human chorionic gonadotropin patient result with an atellica sample handler prime instrument. The customer found the samples were not processed. The customer confirmed that there was no impact to patient care due to the delay. There were no known reports of patient intervention or adverse health consequence due to this event.